Manufacturer narrative:
Concomitant medical product: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/63 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical investigation of esophageal injury from cryoballoon ablation of persistent atrial fibrillation.¿ pace - pacing and clinical electrophysiology. 2018; doi:10.1111/pace.13578. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was one patient who experienced pericardial effusion with unknown treatment/resolution. There was one patient who experienced an ¿ischemic stroke,¿ with unknown treatment/resolution. There were two patients who had groin hematomas with unknown treatment/resolution. There were 16 patients with gastric hypo-mobility with unknown treatment/resolution. Eleven patients had asymptomatic esophageal lesions which all resolved. Six patients had phrenic nerve palsy (pnp) all of which recovered. The status/location of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the company representative indicated that the issue was related to the product, and that the product was discarded. No further information was provided.